Event description:
Another device was used to correct the product problem. There was no rapid loss of abdominal pressure.

Manufacturer narrative:
(B)(4). Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information.

Event description:
According to the reporter: occurred during a totally extraperitoneal (tep) procedure. After insertion into the patient, the balloon would not inflate. It was broken. The event occurred in use for patient. The procedure was completed with another device. The status of the patient is no problem.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one spacemaker balloon. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Upon initial inspection, a cut was observed to penetrate the balloon. Due to the observed damage, the dissector balloon would not inflate properly. All other components were in proper working condition. Replication of the cut in the balloon may occur as a result of either an inflated or deflated balloon making contact with a sharp object during use. The file will be closed as a misuse of the product. Should new information become available, the file will be re-opened and reassessed at that time.